Manufacturer narrative:
Detailed investigation revealed that the system had recognized that one of the three motor controller unit (mcu) boards was not ready. The defective mcu board caused the system to only be available in slow speed mode and deactivated the collision control. This is a defined system behavior to be able to finish an ongoing procedure or stop it in a controlled manner. The user was informed about the issue with the appropriate warning messages ¿collision control deactivated¿ and ¿limited stand/table movement, sc¿. The instructions for use contain adequate instructions for this scenario. The customer moved the system manually and the foot end of the gantry collided with the floorplate of the artis zee mp system. The log file shows only user-controlled movements. Therefore, the user¿s claim that the system moved by itself as the collision occurred could not be confirmed. The x-ray of the c-arm was not affected by the collision, and system movements were still available in slow speed mode. The exchange of the defective mcu board and the damaged cable harness resolved the problem. The affected part was replaced as part of service activity. The spare parts consumption of the defective mcu board and the damaged cable harness were checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee multi-purpose system. Following the system boot up, the unit displayed a warning message, and when the user started a tilting movement, the system would not stop. As a result, the system collided with the floor. Additional information was provided that the failure occurred while positioning the system before an examination. We have no indications of adverse effects on the health status of patient, user or third parties.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.